Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call of issues with customer's high blood glucose levels. The customer was hospitalized for brain problem. The nurse wishes to troubleshoot pump to assure it is functioning properly. The customer's blood glucose level at the time of incident was 470mg/dl. The nurse was assisted in rewinding the pump but it alarmed for no delivery. The nurse did not have additional supplies to troubleshoot the device. The nurse will be receiving supplies and calling back to complete troubleshoot.